Event description:
During the atrial fibrillation procedure, after transeptal puncture, the introducer was in the left atrium and the catheter was pushed a little bit in the introducer. The physician tried to aspirate blood before purging, but it was not possible, only air came back in. The catheter was removed, and aspiration was possible again. Once the catheter was reinserted, it was not possible to aspirate. The sheath was exchanged and the issue was resolved. The procedure was completed with no adverse patient consequences.